Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements, loss of capture with less than two seconds of asystole, noise, oversensing, and pacing inhibition with less than two seconds of asystole. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that the patient had experienced syncope as a result of this issue. A lead fracture was also suspected. No additional adverse patient effects were reported.